Manufacturer narrative:
Additional info will be submitted once the device is received and the quality investigation is completed. If additional info is obtained and requires reporting.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Back-up equipment was used to completed the procedure. No delay, no adverse consequences, and no medical intervention were reported.